Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert for out-of-range (oor) shock impedance measurements. It was noted that the patient had a cardioversion the day prior and the oor was measured during the cardioversion timeframe. Technical services (ts) suspected this oor measurement was due to electromagnetic interference (emi). The presenting device data indicated the shock channel was clean. Ts suggested the patient follow-up in clinic for shock impedance testing or do a patient-initiated interrogation (pii) to confirm if the readings are back in range. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.